Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump alarmed button error during the priming process. It was also stated that the customer tried to change the battery and the keys were unresponsive. The blood glucose reading was 170mg/dl. There were no significant events leading to the alarm were observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.